Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 2.5 device for mechanical circulatory support. It was reported that at the completion of the case, the patient was sent to vascular surgery to remove the 13x13 sheath after multiple perclose devices failed from circumferential calcium. The patient was successfully weaned and the impella device and sheath were explanted.